Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was sticking out. The customer¿s blood glucose level was unknown. The reservoir was able to lock in place when inserted into pump. The customer¿s was discontinue use of the pump and revert to backup plan. The troubleshooting was performed and insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test and occlusion test. Drive support cap looks normal. (B)(4).